Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned without the loading device. The seal and the tension spring assembly were extended outside of the delivery tube. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. To further investigate, the seals were deployed per the IFU by placing a finger on the seal and slowly pulling the delivery device back. The seals were pulled out of the delivery tubes with no issues observed. Based upon these findings, the reported complaint "seal failed to deploy properly" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal failed to deploy. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.